Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard health received a report stating that during insertion of the enteral feeding device in the radiology department the enteral feeding tube separated. The patient was taken to the procedure room and an endoscopy procedure was performed to retrieve the distal portion of the separated tube. Upon completion of the endoscopy procedure, the patient returned to the radiology department for replacement of the transgastric-jejunal feeding tube. No additional information was provided in regards to the patient's status.